Manufacturer narrative:
Evaluation codes results: visual inspection of the returned product showed that part of the optic near a haptic plate was torn off. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and the lens tore during insertion. The lens was removed without enlarging the incision and there was no patient injury.